Event description:
It was reported by the patient's daughter that the patient's personal diabetes manager (pdm) did not show their bolus was delivered. The patient's blood glucose (bg) was 150mg/dl before going to sleep so the patient's daughter gave the bolus again and they went to sleep. The patient was acting out of it around 2 am and their bg was 30 mg/dl and the patient became unresponsive. The daughter called 911. The paramedics arrived and they gave the patient liquid sugar gel to bring their bg levels up. The medic then gave the patient intravenous therapy with fluids and a peanut butter sandwich. After that the patient regained consciousness.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time, and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".